Event description:
Rn reported a home patient presented at the unit with cloudy effluent and abdominal pain in 2002. Per rn, the patient previously presented at the unit with these same symptoms in 6/2002. Per rn, black flecks were noted in the patient's transfer set tubing. The rn stated the patient was being sent to a surgeon in 7/2002 to schedule catheter removal due to the unsuccessful treatment of the peritonitis. Per rn, in 7/2002 the patient's wbc was 450 before treatment and 106 after treatment. Effluent culture not done in 7/2002. Results for fungus growth of effluent were not available.